Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer had a high blood glucose level of 497 mg/dl and took a large amount of insulin. Customer's blood glucose level lowered to 127 mg/dl but they received a calibration error. Customer stated that his sensor glucose reading was lower than his blood glucose level. Customer takes over the entire sensor and transmitter instead of just the transmitter. Customer was explained the approved taping methods. There is not current sensor data available from the pump. Customer was advised that pressure at site or position of the sensor may be possible causes. Customer declined troubleshooting for calibration error. Customer was advised to monitor the issue. No further assistance needed.

Manufacturer narrative:
Findings: reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per (B)(4). Sensor failed per spec due to high readings.